Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The calcium reagent lot number was 89430901 with an expiration date of 31-oct-2025. The glucose reagent lot number was 88231201 with an expiration date of 31-aug-2025. The total protein reagent lot number was 88321701 with an expiration date of 31-aug-2025. The creatinine reagent lot number and expiration date were not provided. The field service engineer found an issue with a solenoid valve. He replaced the valve and the reaction cells, completed cell blank checks, and performed precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas c 503 analytical unit. For one sample: the initial calcium gen.2 result was 2.63 mg/dl, and the repeat result was 9.64 mg/dl. The initial creatinine result was 0.321 mg/dl, and the repeat result was 1.13 mg/dl. The initial glucose hk gen.3 result was 40.7 mg/dl, and the repeat result was 108 mg/dl. The initial total protein gen.2 result was 2.74 g/dl, and the repeat result was 7.26 g/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.